Event description:
It was reported that during a video assisted thoracic surgery, the device was fired and the reload fill into the pt. There was a lot of bleeding and the procedure had to be converted to open to retrieve the reload from the pt. It is unknown what procedure was used to retrieve the reload.